Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Sex/gender: unknown/ not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable as the lens remains implanted. (B)(6). (B)(4). Device evaluation: the product testing could not be performed as the product remains implanted. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint folder has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon observed the day after a toric model intraocular lens was implanted, that the lens rotated 20 degrees. He had to perform a second surgery (lens repositioning) to place the iol in the right position. However, another rotation of 10 degrees was observed, hence another repositioning was done. The patient's outcome was ok. No additional information provided.